Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017 (diagnosed on (B)(6) 2017): extension of construct, t7 to t11 due to adjacent segment disc herniation. Patient also had worsening leg function and difficulty walking, bilateral leg generalized weakness with leg buckling and diminished sensation in anterior thighs and shins. Patient reportedly doing well until (B)(6) 2017 when he began to develop lower extremity issues. Onset was around the time of two specific events; one was a long car ride from his home in (B)(6) to the west coast to visit his daughters and the second was when the pipes burst in his basement and he waded through chest deep freezing water to move items out of the water.

Manufacturer narrative:
Product complaint # ==> (B)(4).